Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the he was hospitalized for four days due to high blood glucose (B)(6) 2019. The customer's blood glucose was 380 mg/dl at time of incident. The customer was in the intensive care unit and on medication. Customer stated that the insulin pump was not delivering the insulin. Customer was ended up in coma. Customer was dispatched by emergency medical service and then hospitalized. Customer declined to troubleshooting and stated that they will talk with his doctor first about what happened before he do anything. It was unknown whether the customer using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.